Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements from zero ohms to greater than 200 ohms. It was noted that the patient had fallen and subsequent shock impedance measurements had been high. A surgical revision was performed and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.